Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: failure to advance. It was reported via a clinical trial that a perforation occurred during placement of the whisper guide wire when it went subintimally. Additionally, there was an epicardial perforation and hematoma, as well as aortic adventitial hematoma. The patient was then taken to surgery for CABG. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering determined that a perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. "Hospitalization", "cardiac tamponade", and "hematoma" can all be complications of a perforation. The IFU warns, "never push, auger, withdraw or torque a guide wire which meets resistance." However, this known patient effect is not necessarily an indication of a product quality issue. In this instance, a root cause for the reported patient effects and its relationship to the device, if any, cannot be determined.